Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they verify about her leads being dislodged. Patient mentioned that they had pulled out while she was getting out of bed. She stated that she is waiting for clinician's office to get back to her as to when she can get the leads placed back into place. No further patient complications are anticipated or expected as a result of this event.